Manufacturer narrative:
Section occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilt and perforation (abutting an adjacent organ). The patient reported becoming aware of filter fracture perforation and filter tilt approximately nine years and eight months post implant. The patient also reports anxiety and worry. According to the implant record the indication for the filter implant was bilateral pulmonary emboli and left lower extremity deep vein thrombosis. The filter was placed via the right internal jugular vein and deployed at the level of the 3rd lumbar vertebral body, between the bifurcation and the renal veins. The patient was taken to recovery in satisfactory condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, tilt and perforation (abutting an adjacent organ). Information received per the medical records indicate that the patient has a history of bilateral pulmonary emboli and left lower extremity deep vein thrombosis. The filter was deployed via the patient's right internal jugular vein. The filter was placed at the level of the third lumbar vertebral body between the bifurcation and the renal veins. The patient was taken to recovery in satisfactory condition.   Information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), filter tilt and perforation of filter strut(s) outside the ivc (perforation abutting organ). The patient continues to experience anxiety and worry. The patient became aware of the reported events nine years and eight months after the index procedure.